Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as "muscle spasm" and a seizure. Customer received treatment of glucose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as "muscle spasm" and a seizure. Customer received treatment of glucose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.